Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected error. The customer blood glucose level was 108 mg/dl. The customer stated that they did self-test and reloading the reservoir. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for two (2) days while connected to the test sensor and plug and entered auto mode properly. The pump entered auto mode without calibration or enter blood glucose errors. The calibration reminder was initially set for 2 hours, turned off the calibration reminder and continued to monitor the insulin pump. The insulin pump remained in auto mode, no excessive enter blood glucose prompts noted and the calibrate now alert followed the proper timing (6 hours, 6 hours, 12 hours). No unexpected calibration required, enter blood glucose prompts, calibrate now or enter blood glucose errors noted. The insulin pump sensor and auto mode feature is working properly. No unexpected hardware low-level failures alarms noted during testing or found in the downloaded history files however, hardware low-level failures alarm (variable 3) confirmed in the downloaded history file due to